Event description:
It was reported via voluntary medwatch that the right atrial (ra) exhibited noise over-sensing. A full in-clinic check with isometrics could not induce the noise. The ra lead has slightly decreased over the last year. Device reprogramming was made. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Received voluntary medwatch mw5153382.